Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited post pace t-wave oversensing (twos) when pacing lv only. Polarity and sensitivity was reprogrammed, but did not resolve the twos. Parameters were returned to initial settings. The lead remains in use with further monitoring. No patient complications have been reported as a result of this event.